Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the down arrow button was not responding. The patient stated that the down arrow button also had a tear. The reporter stated that it was unsure of when the issues occurred. The reporter confirmed that there was no other known damage to the pump. The patient reportedly wore the pump in a pump case attached to a belt and did cleaned the pump with a damp cloth. This report is made based on the allegation of the down arrow response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn around the down arrow keypad button and the audio bolus button was found to be detached from the base. A damaged keypad/button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged keypad/button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the contrast keypad button was unresponsive; the contrast button has no effect on insulin delivery function. All other keypad buttons responded to button presses as expected. There was evidence of contamination found under the contrast key contact. All key contacts were found to be misaligned.